Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2009; 4456 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was being explanted due to a pocket infection and endocarditis. During the extraction of the leads, the patient died - and the physician speculated that a tear in the myocardium had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.